Manufacturer narrative:
H3, h6: it was reported that during total hip replacement surgery, a sl-plus/sbg/ipa mia offset adapter 40mm broke. The bolt fell inside the patient's anatomy and was retrieved by the surgeon. Patient was not harmed as consequence of this problem. The complaint device used in treatment was returned for investigation. A visual evaluation of the device was conducted, and it was concluded that the proximal clutch is fractured and no parts appear to be missing. The main body of the complaint sample as well as the broken-off piece were returned. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed (1) one similar complaint reported for the same batch, and three additional similar complaints for the same product number over the past 12 months with similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device/these devices for similar issues. The returned device will be discarded.

Event description:
It was reported that during thr surgery, a sl-plus/sbg/ipa mia offset adapter 40mm broke. The bolt fell inside the patient's anatomy and was retrieved by the surgeon. Surgery was resumed, without any delay, with a s+n back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).